Event description:
A 3.5mm diameter by 15mm length s7 stent delivery system was inserted to treat a 99% lesion in the circumflex coronary artery. It was not possible for the stent to cross the calcified target lesion. Upon removal of the stent delivery system, the stent dislodged from the delivery balloon into the left main artery. A snare device was inserted in attempted to remove the stent from the pt. The stent was removed from the coronary artery, however they were unsuccessful in removing the stent from the pt. The stent remains in the patient's leg. The target lesion was subsequently treated with the implant of another s7 stent. There was no additional clinical sequelae reported related to the event. The calcification of the lesion likely affected the stents ability to cross the target lesion.